Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a intravia bag where the spike port is fused to the bag. There was no patient involved. No additional information is available.

Manufacturer narrative:
The actual device was not received for evaluation; however, a photograph of the sample was provided. Visual inspection of the photograph revealed a leak around the seam of the membrane port. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.